Event description:
A us distributor reported that a (B)(6) patient was experiencing pain around her spinal column from wearing the lifevest. The patient was taking pain killers for the pain. A physician recommended that the patient remove the lifevest. The patient removed the lifevest, and the pain alleviated.